Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted into a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. Vessel morphology was reported to be very tortuous. A 22 french sheath was used during the procedure. It was reported the procedure was a "difficult case as far as deliverability." After the device was positioned, the physician cranked the deployment handle, and a cracking sound was heard. The slide ring had come out of the cradle of the deployment handle. The cradle was repositioned, and the physician attempted to deploy the device again. It was reported that the graft cover broke. The delivery catheter was removed, and a 26mm diameter x 15mm diameter x 16.5 cm length bifurcated stent graft was successfully implanted with the same reusable deployment handle. No clinical sequelae were reported, and the patient is reported to be fine.